Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone extraction procedure performed on (B)(6) 2012. According to the complainant, during the procedure, a papillotomy was performed and a guidewire was placed in the distal bile duct. The trapezoid rx lithotripter compatible basket was then loaded over the guidewire and placed beside the stone in the distal bile duct. The first attempt to capture the stone was unsuccessful. After some attempts the stone was able to be captured and the basket was pulled back. However, the basket did not close firmly. At this time the physician could see that the basket tip had disengaged into the bile duct, and the basket wires were free. The basket was then pulled out of the bile duct and the tip was removed. Reportedly, it was difficult to remove the tip of the basket, however they were able to remove the tip with a stone extraction balloon. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone extraction procedure performed on (B)(6) 2012. According to the complainant, during the procedure, a papillotomy was performed and a guidewire was placed in the distal bile duct. The trapezoid rx lithotripter compatible basket was then loaded over the guidewire and placed beside the stone in the distal bile duct. The first attempt to capture the stone was unsuccessful. After some attempts the stone was able to be captured and the basket was pulled back. However, the basket did not close firmly. At this time the physician could see that the basket tip had disengaged into the bile duct, and the basket wires were free. The basket was then pulled out of the bile duct and the tip was removed. Reportedly, it was difficult to remove the tip of the basket, however they were able to remove the tip with a stone extraction balloon. The procedure was completed with a different device, there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be event.

Manufacturer narrative:
A physical examination of the device found the tip to be detached and tip was returned. The trapezoid handle label had been removed prior to receipt at boston scientific. The basket wires extended the tip approximately 2 mm. The side car-rx presented pushback of approximately 4 mm. A functional evaluation was performed by actuating the handle and extending the basket wires out of the distal end of the coil assembly. The wires were not deformed and wire ends presented evidence of prior tip attachment. Additionally, the basket tip and pullwire joints conformed to manufacturing specifications. A labeling review was performed and there is no evidence to determine that the device was not used in accordance with the labeling. The condition of the returned unit was consistent with the complaint incident that the tip detached. It is unknown if the basket tip received force greater than 50 lb prior to tip detachment. User technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device, therefore, the most probable root cause is anticipated procedural complication.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.